Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47. Suspected cause was due to use error, the customer had selected the wrong settings profile. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.